Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an out of range rv defibrillation impedance, pacing impedance, and was noted to have a sensing issue with an increased number of short v-v intervals. The right atrial (ra) lead had alerted for an out of range pacing impedance. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.